Event description:
On (B)(6) 2010, patient reported the up button on the infusion device started to work intermittently 2 months ago. The up button has now stopped responding completely. Patient switched to backup infusion device. Patient has used this infusion device since 2007 and boluses 6-8 times per day. Infusion device has not been dropped or exposed to water or insulin ingress. The up button does not remain flat after it is pressed. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.